Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 and hi blood glucose test results. The customer is concerned with the results obtained of hi. The expected fasting blood glucose test result range is 90 -154mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of hi using the true metrix meter. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date is approximately 3 weeks ago. The meter memory was reviewed for previous test result history: date / time not set): hi (B)(6) 2017 12:01:00 pm fasting: no, the 142mg/dl (B)(6) 2017 07:32:00 am fasting: yes, the 188mg/dl (B)(6) 2017 05:43:00 pm fasting: yes, the 494mg/dl (B)(6) 2017 01:08:00 pm fasting: yes, the 104mg/dl (B)(6) 2017 07:34:00 am fasting: yes. Customer states that he tried to run a blood test several times and got the e-5 error. Customer states that he then use his aunt meter and got 280mg/dl non fasting. Customer is not having any symptoms related to diabetes. Attempted to run a blood test and customer got a reading of hi non- fasting.